Manufacturer narrative:
Investigation summary: mgit 960 supplement kit batch 3194852 is composed of mgit panta batch 3194841 and mgit 960 growth supplement batch 3194843. The batch history record review for mgit 960 supplement kit batch 3194852 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record reviews for mgit panta batch 3194841 and mgit 960 growth supplement batch 3194843 were satisfactory and no quality notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release. No other complaints have been taken on either batch. Retention samples maintained for this product include the individual components. The components for this kit configuration were available. The retention samples of panta batch 3194841 and growth supplement batch 3194843 were inspected and no visible contamination was observed. For further investigation, two vials of growth supplement (15ml each) batch 3194843 were used to reconstitute two vials of panta each of batch 3194841. One growth supplement retention vial was placed into 20-25 degree celsius incubator and one growth supplement retention vial was placed into 33-37 degree celsius incubator. At five days incubation, no growth was observed in the incubated retention vials. There were no photos or returns received to assist with the investigation. This complaint cannot be confirmed for performance or contamination. No performance testing was performed as the customer's false reaction was due to contamination. Bd will continue to trend complaints for these defects.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 supplement kit, an unspecified number of false positive patient results for bacteria other than mycobacteria were obtained and attributed to contamination found in the panta reagent. The user tested one (1) vial of panta reagent by reconstituting, culturing an aliquot and incubating the remaining reagent. Contamination was confirmed via microbial growth. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 supplement kit, an unspecified number of false positive patient results for bacteria other than mycobacteria were obtained and attributed to contamination found in the panta reagent. The user tested one (1) vial of panta reagent by reconstituting, culturing an aliquot and incubating the remaining reagent. Contamination was confirmed via microbial growth. There was no report of patient impact.